Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent hypoglycemia while using the ilet system and had adapted by under-announcing or not announcing meals, prompting a request for education and a factory reset; a support agent subsequently completed the factory reset and provided training on proper meal announcements, spacing meals, exercise best practices, and appropriate use of corrections. Symptoms included hypoglycemia events. Outcomes included user education, restoration of default device settings, and resolution of use-related issues without alerts, alarms, hospitalization, or injury. Investigation included technical support review and user counseling focused on use patterns. Investigation of this case revealed use error related to meal announcement behavior and correction use, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error mitigated by education and device reset.